Event description:
Additional information was received indicating that another alert was detected for high, out of range shocking lead impedance measurement greater than 125 ohms. This has been an ongoing issue and the patient will continue to be monitored. No testing was made and the cause was still not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shock lead impedance measurement greater than 125 ohms which was detected via the patient remote monitoring system. It was noted that shock impedance was gradually increasing over time. Subsequently, the patient was brought in for further evaluation and two consecutive impedance readings of 116 ohms were observed. Furthermore, noise was elicited with isometrics on shock channel but not on rv pace/sense channel. No further interventions were performed and the patient would continue to be monitored. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.